Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Date of issue is an approximation. On the same day the sensor was inserted, the patient's mother stated the patient was symptomatic and experienced a headache and was feeling groggy. A bg was performed which was 500 mg/dl, but the cgm was displaying low. Afterwards the mother administered an unspecified amount of additional insulin. At the time of the call the patient¿s mother stated the patient was stable. There was no documentation of medical intervention. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. However, the data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.